Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Full charge light is not lighting up on the charger when the chair is done charging.